Manufacturer narrative:
(B)(4). The sample was not returned for evaluation and the lot number is unknown, therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of the peritonitis was unknown. It was reported the patient was not hospitalized for the event. On an unreported date, the patient received treatment with vancomycin injection 1 gram, once in four days (route and duration not reported) and fortum injection 1 gram, once daily (route and duration not reported) for peritonitis. At the time of this report the patient outcome of this peritonitis event was unknown. The action taken with dianeal therapy was not reported. No additional information is available.

Manufacturer narrative:
Complaint no: (B)(4). On an unreported date, the peritoneal effluent was clear and antibiotic therapy was completed. It was reported the patient was recovered from this peritonitis event and ¿was doing well¿. Should additional relevant information become available, a supplemental report will be submitted.